Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. No unexpected absence of occlusion alarm or possible under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had an under delivery insulin due to bolus seems not to be delivered, with pen it immediately works. Customer's blood glucose value was 24 mmol/l. Customer stated that high pressure test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.